Manufacturer narrative:
Serial number of the hysteroscope not provided by the complainant, therefore the expiration date is not known. The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was unable to be conducted for the hysteroscope as the identification number was not provided by the complainant. According to the instructions for use (IFU): warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2017 and the fluid deficit rose to 1022 ml. The physician realized that she possibly perforated the patient with the hysteroscope. No intervention was required and the patient was discharged home.